Manufacturer narrative:
G4: 11jun2020; b4: 12jun2020. The service technician was not able to duplicate the reported problem. As a precaution, the touchscreen was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported a failure was present in operating the screen. The phenomenon was resolved once by calibrating the touch panel but in a couple of days panel operation turned out to be out of order. When the device was checked at the hospital, powering it off using the panel was impossible. There was patient involvement, but no one was harmed.